Event description:
A report was received that the patient was not getting adequate coverage and the x-ray showed a lead migration. The patient underwent a revision procedure wherein the lead was adjusted.